Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revf1242 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. On (B)(6) 2012, the pt's catheter was out of the body when he stayed home. He went to hospital and the doctor found the cuff still in pt's body.